Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that the device snapped as the surgeon was pulling the drill bit out and the other became stuck in the bone as they were drilling in the mandible and snapped off of the shaft. Drill fragments were retrieved from the patient. No other information is known at this time.